Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported inability to loosen the set screw was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw.

Event description:
It was reported that during the implant procedure, the rv lead was attached into the device header. The rv lead was removed from the header in order to be repositioned. When the rv lead was re-connected to the device header, the set screw could not be tightened using a torque wrench. The device was not implanted. The patient was stable following the procedure.